Manufacturer narrative:
The blade subject to this MDR was not returned to the manufacturer for evaluation, it was discarded. Lot number information has not been provided to permit further investigation. The root cause is multi factorial. The handpiece associated with this MDR is as follows; part number: 6208000000.

Event description:
It was reported that during a surgical procedure on the knee that the blade broke at the mount. It was further reported that there was no delay to surgery as a result of this event and the procedure was completed successfully.